Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. It's possible the sample was below the lod for sofia sars. Root cause: cannot duplicate with retains. Source: email.

Event description:
Discordant results between sofia and pcr received for 6 samples during a verification study. The site tested 600 samples from symptomatic and asymptomatic patients as part of the study across multiple lot numbers. Six of the samples tested positive on pcr and negative on sofia sars. Additional reports will be filed for the other 5 discordant samples.